Manufacturer narrative:
A revision procedure was performed, during which a new competitive rv lead was successfully implanted. The device was programmed doo in electrocautery mode during the revision procedure, to ensure pacing in this pacemaker dependent patient. No adverse patient effects were reported as a result of these observations. The device was later explanted due to normal battery depletion and was returned to allow for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitive transvenous right ventricular (rv) lead exhibited a pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert. Some noise and oversensing were observed on the rv pace/sense channel, and an increase in rv pacing thresholds was noted. A fractured competitive rv lead was suspected; however, no x-ray was performed for verification.